Manufacturer narrative:
(B)(4). The device was received with the ptc of the upper jaw detached and it was returned with the device. Upon visual inspection under magnification to the upper jaw, there was epoxy in the ptc grove. In addition the device was received with the upper jaw firmly attached to the device and not missing as reported in the event description. The device was connected to a generator and it was recognized. The device was functional tested and it did activate when the energy button was pressed. However, not all testing could be performed due to the condition of the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot additional information requested: what broke off of the device? Did the top jaw break off? Did the electrode break off? Did the ceramic break off?

Event description:
It was reported that during a hemicolectomy procedure, instrument could not be activated regularly. Instrument tip slipped. Did not fell into patient. Pieces will be returned with the device. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.